Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: report error code 357.6031 (ykb_ss = 357, alarm_led_failure = 6030) was confirmed. As received, the syringe detected error 357.6031 upon powered on. Observation: it was obvious that the scrolling display led are very bright at the first powered on. Cause of error code 357.6031: failure investigation isolated the cause of error 357.6031 to the display board. Broken solder pad on d1 anode (red led alarm) for alarm_led_detect is the main cause of report failure. Conclusion: broken solder pad on d1 (red led alarm) for alarm_led_detect is the main cause of report error code 357.6031. Rework: recommend replacing d1 part number 320028(led red hi brt 1608smd) if part is available, otherwise replacing display board part number: tc10003525. Disposition: route to service for normal process. (B)(4). Replaced d1 on the display board. (B)(4). Inspected solder d1 on display board, passed.